Manufacturer narrative:
DHR review and review of complaint history were not performed based on the low severity of this complaint. Based on the investigation performed, the analysis concluded that the device shutdown occurred during the load of patient images from pacs due to a crash of rosanna_brain application. It is a known anomaly.

Event description:
It was reported that iq-view was not responding when user tried to send a CT scan from the o-arm. The field service engineer open iq-view and got an iq-view was not responding error. The robot proceeded to shut down. When rebooted, the image was sent successfully. This resulted in about a 5 minute delay.